Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 10 to 30 mg/dl at the time of the incident. The customer was at 86 mg/dl at the time of the call. The customer was given sugar and glucagon to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's meter was reading 150 points higher then their actual reading, causing the customer to over bolus. The insulin pump will not be returned for analysis.